Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise which led to pacing inhibition. The physician suspected that the noise might be due to a loose setscrew, so the pulse generator was replaced on (B)(6)2010. The noise persisted with the new device, so on (B)(6)2010, the lead was replaced.